Event description:
The user facility reported that a patient with a history of coronary artery disease underwent a diagnostic procedure. Following the procedure, a 6f angio-seal device was deployed reportedly, without complication. A pre-placement angiogram was not performed. Two (2) days post-deployment the patient reported groin pain with a painful lump. The patient was reviewed on day three (3) and a large hematoma was discovered with redness and inflammation at the puncture site due to a confirmed infection. A course of systemic antibiotics were prescribed. The infection which developed post-procedure is being treated with antibiotics and the patient was discharged.